Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, a lead impedance out of range alert was triggered, and oversensing due to non-physiologic signals/sic (sensing integrity counter). The analyst noted that beginning (B)(6) 2014, the sensing integrity counts up 3312 with high rate ventricular tachycardia (vt) episodes with evidence of lead noise oversensing. In addition, the rv pacing lead impedance measured 4047 ohms on (B)(6) 2014, which subsequently triggered the rv pacing lead impedance warning for lead impedance greater than 3000 ohms.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance resulting from a possible fracture. The rv lead was capped and replaced successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).